Event description:
Per the surgeon's report, this pt had a bike accident and hit his head on the implant side. After this incident, he could no longer hear with his cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Cochlear has recommended explantation/reimplantation surgery. No surgery date has been reported.

Manufacturer narrative:
This type of event is addressed in the device labeling code#1738.